Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 269 mg/dl; cause was not known. Customer went to the emergency room (ER) and intravenous insulin/fluids were administered. After a few hours, customer left the ER feeling better. Bg was trending downward.